Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover was burnt and noise appearing in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction image whitening and noise was appearing in the image due to damage to the imaging sensor and component failure. Also, for c-cover is burnt was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited image whitening. There were no reports of patient involvement.